Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, on the reconstruction of colectomy using a functional-end-to-end anastomosis, on the third firing of side-to-side anastomosis, there was no issue with the firing. However, the tip of the reload clamped into the mucosal part of the colon and could not be released. The jaws of the device locked on tissue. This resulted in tissue damage due to slight scraping. On moving it after a while to see if it would detach or not, it detached.